Event description:
It was reported that pump displayed malfunction code 16 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who confirmed pump was included in field correction, completed required form on customer¿s behalf, provided pump reset instructions, and assisted with resetting pump, after which malfunction did not recur, and customer was advised to continue pump use and to call back if issue returned.